Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it was reported that heavy calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that suture placement was attempted with the proglide device in a heavily calcified common femoral artery using the preclose technique prior to an unspecified procedure. Reportedly, the suture was deployed but when the plunger was retracted there was no suture, a cuff miss occurred. Sheath sizes used in the pre-placement of the suture and during the procedure were not provided. The method of achieving hemostasis was not specified. There were no adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.